Manufacturer narrative:
(B)(4). D10: g7 osseoti 3 hole shell 48mm c; (B)(4); lot#65571969, trilogy bone scr 6.5x35; (B)(4); lot#j7448916, trilogy bone scr 6.5x20; (B)(4); lot#65840540, g7 vit e neutral lnr 32mm c; (B)(4); lot#64874029, tprlc 133 fp type1 pps so 8.0; (B)(4); lot#6137651, pr std st/oss lh cp/ve ln cer; (B)(4); lot#unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported as initial right total hip arthroplasty. Subsequently revised due to subluxation and instability. During the revision posterior impingement, acetabular component not in a functional position, and joint laxity. The stem was well fixed and remained implanted. The acetabular shell, liner, and head were exchanged without complication. Approximately 85 days post-implantation. Attempts have been made and all additional information received has been included in this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The device is used for treatment. Radiographs were provided and reviewed by a radiologist. Right hip arthroplasty with anatomic alignment and no acute abnormality. There is suspected excessive cup anteversion as noted which may be associated with recurrent subluxation and dislocation. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.